Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the screen pump had gone grey and stripes can be seen on display. The customer can just see what is written on screen. The customer stated that there is no significant event leading to the anomaly. The customer was advised to return the pump and it will be replaced.

Manufacturer narrative:
The insulin pump was monitored for several days and no unexpected grey color or stripes on the display noted. The insulin pump passed the self test. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, scratched case and pillowing keypad overlay.